Manufacturer narrative:
The evaluation of received device logs shows several occurrences of clinical alarms for low expiratory volume 3 days before the reported date of event. Before that the ventilator had not been used for 1.5 months and it wasn't used on the reported date of event. Therefore, the event date is updated to (B)(6) 2019. Several pre-use checks failed on, for instance, the internal leakage and pressure transducer tests. No technical errors were generated. A probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. Water may damage the delta pressure transducer on a printed circuit board inside the gas module. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Moisture in the supplied air may damage several components inside the air gas module which would lead to failures in pre-use check and it would affect the air gas flow regulation during ventilation and lead to the generation of several alarms such as high pressure alarms, low or high oxygen concentration alarms and low or high expiratory minute volume alarms. The conclusion in this matter is that the problem description and several of the confirmed alarms and failed pre-use check tests indicates that the reported issue with a damaged air gas module may have been caused by moist air from the hospital's external compressor. However, as no goods were returned for investigation this could not be confirmed. H3 other text : 4114.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator's air module was damaged due to the fact that the compressor was not draining properly. There was no patient harm. Manufacturer ref. #: (B)(4).